Event description:
On july 21, 2008, the lay-user/patient contacted lifescan alleging that a one touch ultra meter had a "segments missing" issue. The patient tests her blood glucose 4-5 times a day. She takes 50 units of lantus in the morning and at night. She also takes sliding-scale humalog insulin twice a day based on her meter readings. The patient typically takes between 15-20 units of humalog insulin each time that she tests. The patient indicated that the alleged meter issue started about a week before she visited a doctor on a week earlier. After the reported issue began, the patient attempted to interpret her meter readings although some of the segments appeared to be missing. The patient mentioned that she did not know if her meter readings were "100 or 200 something" mg/dl. Based on what she interpreted, the patient took sliding-scale humalog insulin. In one instance, the patient claimed that she developed symptoms of feeling shaky and sweaty after she had taken a dose of sliding-scale insulin. The patient ate something to relieve her symptoms. On the same day, the patient visited her doctor. Her blood glucose was tested on an unidentified meter and a result of "429 mg/dl" was obtained. The patient denied receiving medical treatment during the appointment. The reported meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.